Event description:
A remstar pro c-flex+ device was returned to the service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no initial alleged complaint found. During the evaluation no foam particles were noted in the airpath, yet foam degradation was noted. The device's sound abatement foam was replaced to address the issue. The device displayed error codes e066 (err_stuck_encoder_b), e100 (err_humid_no_heat) and e062 (err_stuck_ramp_key). In addition, the service technician found dust fail contamination during the evaluation. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.